Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
Added: d7 and f10. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: b5: event/problem description. D1: brand name. D2: device product code. D4: catalog #/lot. G4: date received by manufacturer. G5: PMA/510(k) #. H4: manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege patient suffered from discomfort and pain in both of her hips. It is further alleged they have become increasingly painful for her to walk, to move her legs, and rise from a seated position. It is additionally alleged that both implants need to be replaced. Update (B)(6) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Papers allege patient was revised, but no other details are available. Update (B)(6) 2012 - patient's operative records were received. Reported revisions. Upon revision of the right hip a loose acetabular component was found. No new information that would change the MDR decision. Update (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege patient suffered from discomfort and pain in both of her hips. It is further alleged they have become increasingly painful for her to walk, to move her legs, and rise from a seated position. It is additionally alleged that both implants need to be replaced. Update: (B)(6) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Papers allege patient was revised, but no other details are available. (Left hip).

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up 1 is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.